Event description:
The patient reported via the manufacturer representative that they thought the battery (in butt area) was hitting a nerve and causing a shocking/zapping sensation at the site. It was noted that this was the worst when the stimulation was on. The patient stated that the problem stated about a month prior to the report when they lost weight. X-rays were done on the day of the report and no changes were noted by the physician's assistant (pa). Electrode impedances were done and showed they were within range between 988 and 1285 ohms. The pa ordered lidocaine patches for the patient to apply to the battery site. The patient was given an appointment to see their implanting physician for follow-up. The patient later stated that the lidocaine helped resolve the issue with shocking and zapping, but they still had some discomfort at the ins location. The doctor agreed to move the battery to the patient's flank in the near future. The patient stated that the ins helped their pain tremendously, and they couldn't wait to have it moved to a better location.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Omitted information regarding dissatisfaction with customer service, rule out per (B)(4). On (B)(6) 2016 (B)(4), (con, rep): information was received from a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that the patient had intermittent shocking that had been happening when he was sleeping and stimulation was off. The patient noted that no other changes to stimulation had occurred. There were no falls or trauma reported that could have been related to the issue. The patient was to schedule an appointment for a device check. The shocking/zapping was occurring at the ins site and was noted to have been a sudden change in therapy/symptoms. The event began about two weeks prior to (B)(6) 2016. The patient noted that he called a manufacturer representative (rep) about this issue the week prior to (B)(6) 2016. The patient was scheduled for an appointment to have the device checked on (B)(6) 2016 but a rep did not meet with the patient at this appointment. Additional information was received from a rep. It was reported that the patient was okay to be rescheduled for the week following (B)(6) 2016. Additional information was received from the patient on (B)(6) 2016. It was reported that the problem still had not been solved at this time. The patient would be calling to make another appointment to be seen. The battery pack that was in the patient's buttock was moving around and the patient thought it was hitting a nerve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.